Manufacturer narrative:
(B)(4). Batch number: r57r34. Investigation summary: it was reported that: would not fire. The analysis results found that the ats45 device was received with the firing mechanism damaged and with tr45w cartridge loaded in the device. The reload was received partially fired 1/10 and with the lockout spring normal. No functional test could be performed due to the condition of the device; however, the device closed and opened properly during testing. The device was disassembled to verify the condition of the internal components and the firing trigger teeth were found broken. No conclusion could be reached on what caused the firing mechanism to fail, it is possible that the device was attempted to fire on thicker tissue than indicated or attempted to fire through a locked reload in previous firings causing an increase of the internal forces resulting in the component yielding. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at fgqa. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process additional information requested and received: just for clarification, can you please explain what is meant by ¿misfired¿? After clarification, it sounds like it ¿jammed¿. Did the device lock-out (no staples deployed and no cut line started)? Correct ¿ no staples deployed, no cut. Or did the device partially fire (start to deploy staples and cut but could not be completed)? See above. Did the device deliver any staples? No. If yes, were the staples formed properly? N/a. If yes, was the staple line complete? N/a. Did the device cut? N/a. If yes, was the cut line complete? N/a¿.

Event description:
It was reported that the only details we were given is that stapler misfired and available for return. No patient consequences reported.